Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported on 10-dec-2020, that the patient's infusion set's tubing got disconnected at the tubing connector. Further, the patient's blood glucose was normal and did not require any medical treatment. No further information available.